Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that power up test fails error code14 indicates a fault with the compressor, a leak or calibrations. Consequently the fse checked for leaks, and ran compressor calibration and evaluated the compressor based on the company service bulletin: 0055-00-0827a (cn110881). The fse confirmed that the compressor was working correctly, and that the drive pressure was able to exceed 420 mmhg after 30 minutes of compressor output test time. The iabp unit passed all functional and safety tests as per factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) displayed error messages of "power up test fails code #14" and system maintenance required. The circumstances of this event are unknown; however, there was no patient involvement and no adverse event was reported.